Event description:
The pt was bilaterally implanted with smooth low bleed gel-filled mammary prostheses on 11/14/88. Subsequently, the pt experienced bilateral ruptures of the devices and pain. The devices were removed on 9/8/98.